Event description:
Additional information was received from the reporter: the problem was found, and the monitor swapped out prior to the case starting. There were no delays or patient involvement. There were no devices being used in conjunction with the monitor at that time.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information received from the reporter (see b5, e2, e3). A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely the qb board and bi board have failed due to the amount of use and age of the device (over 6 years).

Manufacturer narrative:
Additional information is not yet available for this event. Upon inspection of received device, it was noted that there was no image when powered on, though the green power light was on. There was no front panel control as well, and rear cover was slightly burnt on cooling vents. Upon further testing, it was observed that there was no image due to faulty bi board and qb board. All other functions were working. With the replaced bi board and qb board, the device was fully functional. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event, during preparation for use the device did not turn on when plugged in with ac power cord, although the green power indicator is lit up. There is no patient involvement and no harm reported to any patient.